Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and the incorrect information on the labels was confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the instructions for use documents for visionaire reveals in the packaging and label section that the cutting blocks should be accepted only after checking for correct package and labels. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence the labels should be verified to match the information from the shop order. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. Possible causes could include but not limited to failing to update the family name in the required field necessary to generate the appropriate labels. This issue was evaluated through our internal quality process and an investigation into the severity and occurrence values for these products was performed and concluded that for this failure mode, the risk analysis outcome is rated as low. Based on this investigation, considering that the blocks were manufactured as per specifications and that this is an isolated event, the need for corrective action is not indicated. As the device was packaged in a gen ii plan, the contribution of the device to the reported event could be corroborated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the labelling of a ns vis adpt guide jii kit does not match with the product, the guides are v0100112 for a journey ii plan and the label is v0100106 for a genesis ii surgery. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
(B)(4).